Event description:
It was reported that a user sought to return the pump due to episodes of low blood glucose, with the cause of hypoglycemia unclear. Symptoms included hypoglycemia. Outcomes included no reported alerts or alarms and no hospitalization. Investigation included attempts to contact the user for additional details. Investigation of this case revealed that no device malfunction or alarm behavior was reported and the cause of the hypoglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.